Event description:
The pt reported, they had no pain relief following pump replacement in 2007; a catheter revision was anticipated the next month. The drug used in the pump was morphine. Add'l info has been requested from the physician.

Manufacturer narrative:
.